Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to reconnect the right ventricular lead to the pacemaker header but was unable to engage the set screw with the torque wrench. Multiple attempts were made to confirm no obstruction around the pacemaker set screw; the set screw was found to be stripped. The physician subsequently removed the septum and was able to unscrew and remove the lead. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.